Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection that the imaging window was kinked. Guide wire exit port was torn, and the tip of the device was stuck on the floppy end of the guidewire. Impedance testing showed an electrical open at the distal end of the catheter between 0-10 cm from the distal housing.

Event description:
Reportable based upon device analysis completed on 8mar2024. It was reported that visualization issues were encountered. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure there was a black screen and a white screen so the image could not be confirmed. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was stable. However, device analysis revealed the tip of the device was stuck on the floppy end of the guidewire.